Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurement of greater than 2,000 ohms on the non-boston scientific right ventricular (rv) lead. When the patient came into the clinic, the impedance was down to 600 ohms. The high out-of-range impedance measurement was able to be reproduced with isometrics. There was no noised noted during the isometrics. Boston scientific technical services (ts) suggested continued monitoring at this time. This product remains in service. No adverse patient effects were reported.